Event description:
Surgeon was unable to seat the tibial insert into the tibial tray. After a 45-minutes extension of surgical time, another insert of the same size was inserted with ease.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.